Event description:
It was reported the patient could not walk or function when she had an implantable neurostimulator (ins). The ins had not helped the patient. The patient had so much pain that she could not walk or sit up. When she tried to sit up she fell backward. She was still wearing diapers. The programmer showed the "call your doctor" icon. The patient lost her balance, slid on a "putty pad," landed "flat on her butt," and was brought to the ER. The patient was flush and had white stuff similar to milk coming out out of her mouth. The stimulation could not be adjusted. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v922003, serial# implanted: (B)(6) 2012, explanted: product typ lead. (B)(4).